Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a soft electrical reset. It was noted that the patient had recently had surgery which may have been when the reset occurred. No changes in programming occurred, so the reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.